Event description:
It was reported that a recently implanted patient was hospitalized for an unknown reason. Review of the egms showed the patient was in a vf event, however, the device was unable to deliver therapy. Patient expired.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.